Manufacturer narrative:
(B)(4). Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was booked as a revision surgery. The surgeon removed the polyethylene and discovered unusual wear.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use and wear (nicked/gouged/surface scratches). Portions of the implant were found to be fractured off. The device was submitted for further analysis. Analysis determined the superior surface of the bearing, aside from the damage to the left-hand condyle, shows only evidence of possible light wear, burnishing and/or abrasions that is typical of in-vivo use. The damaged posterior surface area of the left-hand condyle shows evidence of significant plastic deformation suggesting a large amount of loading on the posterior lest condyle. The returned fractured pieces do not fit together or in an area of the damaged surface, indicating that any fracture surfaces may have been further damaged or worn down during articulation. The deformation and fracture of the posterior of the left-hand condyle was the result of overloading, possibly exacerbated by misalignment of the bearing surface with the femoral component. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. Medical records were not provided. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.